Event description:
Same case as MFR report #6000093-2007-01739 and 6000089-2007-01303. It was reported that following a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The target lesion was in the tortuous left anterior descending (lad) artery. The physician used a 1.75 burr rotablator device "2-3 times" in the mid lad. The mid lad was then dilated with a 2.5x15mm non-bsc balloon for 11 seconds (sec) at 8 atmospheres (atms), 7 sec at 8 atms, and 11 sec at 16 atms. A 2.75x32mm taxus express2 drug eluting stent (des) was deployed in the mid lad at 12 atms for 12 sec. A 2nd 2075x32mm taxus express2 des was deployed in the mid lad at 12 atms for 12 sec. Intravascular ultrasound (ivus) was used. A 3.0x16mm taxus express2 des was deployed in the proximal lad for 11 sec at 10 atms, 8 sec at 18 atms, and 5 sec at 19 atms. "Kissing balloon" technique was used. A 2.0x12mm non-bsc balloon was used. A 3.0x15mm quantum balloon was inflated in the 1st diagonal 6 sec at 6 atms. The 3.0x15mm quantum balloon was then inflated in the mid lad 6 sec at 18 atms, 6 sec at 18atms, 7 sec at 6atms, 5 sec at 8 atms. The 3.0x15mm quantum balloon was inflated in the 1st diagonal 7 sec at 6 atms, 5 sec at 8 atms. A non-bsc balloon was inflated in the 1st diagonal 3 sec at 5 atms. This non-bsc balloon was then inflated in the mid lad 5 sec at 15 atms and 8 sec at 16 atms. The physician used this non-bsc balloon once again in the 1st diagonal 4 sec at "0" atms, in the mid lad 6 sec at 22 atms, 7 sec at 17 atms and 4 sec at 4 atms, and again in the 1st diagonal 4 sec at 4 atms and 4 sec at 4 atms. The patient was given integrilin during the procedure. The patient complained of chest pain within an hour of returning to the floor from the 1st procedure. EKG changes (unknown type and severity) were noted, morphine and nitroglycerin were given. The patient returned to the cath lab approximately 4 1/2 hours after the completion of the 1st procedure. The flow through the lad was "patent", but "slow". The previously implanted taxus express2 stents appeared "suboptimally deployed" under ivus. A 4.0x11mm non-bsc balloon was used to dilate the lad. The 2.75x32mm taxus express2 des was dilated once. A 3.5x6mm non-bsc balloon was used in the proximal lad 7 sec at 12 atms. The patient was given verapamil, tridil and heparin during the procedure. It was also reported that the patient was still on an integrilin drip from the earlier procedure. The patient was discharged the following day on: plavix, aspirin (dosage increased from 100mg to 325 mg), isordil, nifedipine sr, visoprolol, tamsulosin 0.2mg. Eighteen days later, the patient complained of recurrent anginal symptoms and had an angiogram. The patient was transferred to another facility for intervention. It was reported that the patient had not taken plavix for 6 days for unknown reasons. "Filling defect in the lad" noted, with proximal stent thrombosis. There was also a 90% ostial stenosis noted in the 1st diagonal. A 2x15mm maverick balloon was inflated in the proximal lad. The 3.75x15mm maverick balloon was also used in the proximal lad for a total of 4 inflations. "Kissing balloon" angioplasty was performed with 0% residual noted. The lad filling defect was no longer visible. The patient was discharged the following day on: aspirin, nitroglycerin, plavix, lipitor, flomax, nifedipine, lovenox (70 mg b.i.d. For 5 days). The patient's condition was listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.